Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly during an infusion set change and. Customer's blood glucose was 38 mg/dl at the time of incident and 185 mg/dl at the time of the call. Customer does not recall any significant events leading to the error. Troubleshooting found that a low reservoir alarm was received but that the pump is functioning as designed. The customer was advised to monitor pump and to call back if any further issues.